Event description:
It was reported that there was a suspected increase in battery depletion of the device. Technical services reviewed the device data sent from the field and confirmed that the device's battery was depleting faster than normal. The device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. In-progress.

Event description:
It was reported that there was a suspected increase in battery depletion of the device. Technical services reviewed the device data sent from the field and confirmed that the device's battery was depleting faster than normal. The device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported. The device has been received, and the investigation is currently in progress.